Event description:
Allegedly the plate broke for four areas.

Manufacturer narrative:
Investigation is not complete. Event device code is addressed in package insert. Additional info has been requested. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same report as 1043534-2009-00237.